Event description:
Customer reported the wall hinge snap and the wall hinge snap posts are separating from each other, resulting in the side panel inner and outer wall separating on the giraffe incubator. The customer has observed two occasions where the walls fell off. This report is for the second occurrence. There was no reported pt or caregiver injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
The serial number of this device was not provided by the hospital.